Event description:
During the analysis of a returned handheld computer due to a reported frozen screen (event reported via medwatch 1644487-2014-01635), it was identified that a known good flashcard could not be fully inserted into the returned handheld. The cause for the anomaly is associated with a bent flashcard slot pin. Once the pin was straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.